Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 600 mg/dl. The customer treated with manual insulin injection. The customer indicated having symptoms consistent with high blood glucose levels including aching, nausea and not feeling well. Troubleshooting was done. The customer reported that there were no visible leaks or air bubbles on the insulin pump. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. The customer was advised to treat per the health care provider's instruction. The customer was advised that a tubing clamp would be shipped in order to do the high pressure test for the insulin pump. No additional information was provided.